Manufacturer narrative:
Device was not returned. Complaint could not be duplicated.

Event description:
Customer stated that after the pt programed the pump and pushed "run", nothing has happened. It didn't pump or alarm. Rate and dosage were 500 ml/hr and 250 ml.